Event description:
It was reported that the artificial urinary sphincter (aus) cuff was explanted due to recurring incontinence. The patient was implanted with two no 4.5cm aus cuffs. Further information was requested and not yet received. Product was explanted but not expected to be returned.  Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.

Event description:
It was reported that the artificial urinary sphincter (aus) cuff was explanted due to recurring incontinence. The patient was implanted with two no 4.5cm aus cuffs. Further information was requested and not yet received. Product was explanted but not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis. It was further reported that the patient was never continent after the initial implantation because the cuff was too big.

Manufacturer narrative:
Additional information provided.